Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after multiple supply changes with a teflon infusion set, observed insulin odor and moisture near the cartridge, and noted no visible insulin drops when disconnecting tubing and issuing repeated meal announcements; an agent explained that closely repeated meal announcements may be limited by device safety protocols, and the user transitioned to injections and requested shutdown guidance. Symptoms included hyperglycemia. Outcomes included interruption of pump therapy and use of alternate therapy. Investigation included troubleshooting and user education regarding supply change steps and announcement behavior, review of potential leakage and delivery concerns, and consideration of connector-cartridge handling and cartridge fill practices. Investigation of this case revealed an unclear root cause with a higher likelihood of supply-related leakage or handling issues rather than a device plunger or piston malfunction, though a device malfunction could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.